Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support on how to reset pump malfunction, but was unable to complete reset at that time. Ultimately pump was reset and malfunction code did not recur. Customer may continue to use the pump.